Manufacturer narrative:
A review of dimensional verification, drawing, specifications and quality control data, and visual inspection of the returned device were conducted during the investigation. Visual inspection of the returned device was performed. One partial black silicone stent was received in two segments. One segment included distal coil and 3 cm of the stent body; coil was noted to have heavy encrustation. Second segment measured 7.5cm long, this is the middle section of the stent between 13.2 and 20.7 cm. Measuring from the distal coil, 10.5 cm of the 24cm stent was returned. The two missing sections of the stent should measure approximately 13.5 cm. One missing piece is a 10.2 cm section of the stent body located behind the distal coil between 3 cm ¿ 13.2 cm. Second section includes the proximal coil with 3.3 cm of stent body. Complaint is confirmed based on evaluation of returned device. No lot number was available to review production documentation or complaint history. Quality documentation did not observe any specific issues with current controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. A device history record review could not be performed as the complaint lot number was not provided. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been initiated to address this complaint.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a filiform double pigtail ureteral stent set. The initial reporter indicated that during the procedure both ends of the stent broke as the surgeon was trying to remove it. The surgeon stated that the proximal end is still in the patient and the patient would have to return for a second surgery for suture removal. No further information was provided.